Event description:
Information was received that this smiths medical cadd solis vip pump "failed flow test by - 9.7 percent". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Additional information: concomitant medical products additional information received by smiths medical on (B)(6) 2019 that the event occurred during bench testing. Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspections and three separate delivery accuracy testing were performed. The customer's reported problem regarding delivery accuracy was unable to be duplicated. During investigation three separate delivery accuracy tests were performed; and all were within the pump's delivery accuracy manufacturing specifications. Service replaced the pump expulsor as preventive measure. The problem source of the reported problem is unknown.